Manufacturer narrative:
(B)(4). The concomitant product is expected to be returned for evaluation. It has not yet been received. Approximate age of device - 2 years. The device was not explanted, however, the external portion of the percutaneous lead is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad device produced a grinding noise on auscultation, and that the system controller had continuous low flow alarms. The pump speed decelerated between 0-3000 rpm. The driveline was disconnected and cardiopulmonary resuscitation was performed. The patient expired on (B)(6) 2017 due to cardiac arrest.

Manufacturer narrative:
Device evaluation: the pump was not returned as it was not explanted; however, the distal end of the driveline and system controller were returned for evaluation. The report of nearly constant low speed and low flow alarms, as well as transient motor stopped events indicative of the pump struggling to maintain the set speed were confirmed based on the evaluation of the retrieved system controller log file. The log file captured data on (B)(6) 2017 from 11:25pm to 11:33 pm. The eight minutes of data captured motor stopped alarm events with the pump speed value fluctuating between 0 to 3020 rpm. The pump power value was elevated up to 15 watts. When the returned system controller was connected to laboratory equipment, the user interface on the front panel displayed a ¿low flow/pump off¿ message, even though the driveline was connected. The system controller was disassembled and visual inspection revealed damage consistent with over current. The damage sustained to the circuit board was not repairable and the analysis could not determine a root cause of the over current damage sustained to the circuit board. Approximately 18 inches of the distal end of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. A clamshell was present around the metal connector/silicone interface of the driveline. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire''s insulation. This test did not reveal any areas of current leakage. No damage was identified through the examination of the distal end of the patient¿s driveline. Therefore, a direct correlation between the device and the reported cardiac arrest could not conclusively be established. Furthermore, a specific cause for the pump stoppages and reported harsh grinding noise also could not be established. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.